Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the, on the first firing to bile duct during a laparoscopic cholecystectomy procedure, the surgeon tried to fire the device, but could not squeeze the handle. The sales rep confirmed that staples at the root of the jaws were coming up. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with single use loading unit opened by the account without packaging. The loading unit was pre-fired and engaged in interlock. There were staples protruding from the proximal staple cartridge channel. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the, on the first firing to bile duct during a laparoscopic cholecystectomy procedure, the surgeon tried to fire the device, but could not squeeze the handle. A new reload was opened and loaded onto the same stapler, and it fired without problem. The sales rep confirmed that staples at the root of the jaws were coming up. There was no patient injury.